Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a merlin@home transmission. Noise due to oversensing was noted on the right ventricular lead. Reprogramming was suggested to resolve the issue. The patient is in good condition. Related manufacturer reference number: 2938836-2017-23898.